Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('reproductive system disorder or condition type of disorder or condition: chronic salpingitis') and iron deficiency anaemia ('blood or heart disorder/condition type: anemia needing iron transfusion') in a 40-year-old female patient who had essure (batch no. 685783, 627435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult device placement on left" on (B)(6) 2010. The patient's previously administered products included for birth control: bcp (loestrin); for an unreported indication: iron transfusions. Concurrent conditions included blood loss of (nos), overweight, cramp in lower abdomen, cold intolerance, hypothyroidism, menses irregular, uterine mass, chronic cervicitis, endometrial polyp, fallopian tube fibroid, pulmonary congestion, sulfonamide allergy, allergy to synthetic fabric, contrast media allergy, multiparous and hydrosalpinx. Concomitant products included ethinylestradiol;norethisterone acetate (junel) for genital bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("woke up with pain to left side of abdomen"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), iron deficiency anaemia (seriousness criterion medically significant), nausea ("nausea") and fatigue ("fatigue"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)\pain with monthly cycles"), pelvic pain ("pelvic pain / pain") and perineal pain ("perineal pain"). On (B)(6) 2019, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes describe:") and weight increased ("weight gain / loss specify which one: weight gain") and experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), eye movement disorder ("vision/eye problems type: eye twitching") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,tubal ligation) and iron transfusion. Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, vaginal haemorrhage, menorrhagia, hormone level abnormal, anxiety, depression, migraine, headache, adenomyosis, iron deficiency anaemia, nausea, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, weight increased, alopecia, pelvic pain and perineal pain had not resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, perineal pain, salpingitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 172 lbs. Essure coils as demonstrated on imaging and the possibility that the coils may not be completely successfully removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, alopecia, pelvic pain, adenomyosis. Lot number: 627435, manufacture date: 2008-06, expiration date: 2010-06. Lot number: 685783, manufacture date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('reproductive system disorder or condition type of disorder or condition: chronic salpingitis'), menorrhagia ('abnormal bleeding (menorrhagia)') and iron deficiency anaemia ('blood or heart disorder/condition type: anemia needing iron transfusion,excessive bleeding,anemia') in a 40-year-old female patient who had essure (batch no. 685783,627435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult device placement on left" on (B)(6) 2010. The patient's previously administered products included for birth control: bcp (loestrin); for an unreported indication: iron transfusions. Concurrent conditions included blood loss of (nos), overweight, cramp in lower abdomen, cold intolerance, hypothyroidism, menses irregular, uterine mass, chronic cervicitis, endometrial polyp, fallopian tube fibroid, pulmonary congestion, sulfonamide allergy, allergy to synthetic fabric, contrast media allergy, multiparous and hydrosalpinx. Concomitant products included ethinylestradiol;norethisterone acetate (junel) for genital bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("woke up with pain to left side of abdomen"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criterion medically significant), iron deficiency anaemia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)\pain with monthly cycles"), pelvic pain ("pelvic pain / pain") and perineal pain ("perineal pain"). On (B)(6) 2019, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes describe:") and weight increased ("weight gain / loss specify which one: weight gain") and experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenoymosis"), eye movement disorder ("vision/eye problems type: eye twitching") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,tubal ligation) and iron transfusion. Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, vaginal haemorrhage, hormone level abnormal, anxiety, depression, migraine, headache, adenomyosis, nausea, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, weight increased, alopecia, pelvic pain and perineal pain had not resolved, the menorrhagia and iron deficiency anaemia had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, perineal pain, salpingitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 172 lbs. Essure coils as demonstrated on imaging and the possibility that the coils may not be completely successfully removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, alopecia, pelvic pain, adenomyosis. Lot number: 627435 manufacture date: 2008-06 expiration date: 2010-06 . Lot number: 685783 manufacture date: 2009-10 expiration date: 2012-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received : outcome of excessive bleeding,anemia was changed from not recovered/not resolved to recovered/resolved. Reporter information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('reproductive system disorder or condition type of disorder or condition: chronic salpingitis') and anaemia ('blood or heart disorder/condition type: anemia needing iron transfusion') in a (B)(6) female patient who had essure (batch no. 685783, 627435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult device placement on left" on (B)(6) 2010. The patient's previously administered products included for birth control: bcp (loestrin); for an unreported indication: iron transfusions. Concurrent conditions included blood loss of (nos), overweight, abdominal pain lower, cold intolerance, hypothyroidism, menses irregular, uterine mass, chronic cervicitis, endometrial polyp, fallopian tube fibroid, pulmonary congestion, sulfonamide allergy, allergy to synthetic fabric, contrast media allergy, multiparous and hydrosalpinx. Concomitant products included ethinylestradiol;norethisterone acetate (junel) for genital bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("woke up with pain to left side of abdomen"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), anaemia (seriousness criterion medically significant), nausea ("nausea") and fatigue ("fatigue"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)\pain with monthly cycles"), pelvic pain ("pelvic pain / pain") and perineal pain ("perineal pain"). On (B)(6) 2019, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes describe:") and weight increased ("weight gain / loss specify which one: weight gain") and experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), eye movement disorder ("vision/eye problems type: eye twitching") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, tubal ligation) and iron transfusion. Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, vaginal haemorrhage, menorrhagia, hormone level abnormal, anxiety, depression, migraine, headache, adenomyosis, anaemia, nausea, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, weight increased, alopecia, pelvic pain and perineal pain had not resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, perineal pain, salpingitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Essure coils as demonstrated on imaging and the possibility that the coils may not be completely successfully removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, alopecia, pelvic pain, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs and mr were received: lot numbers were added. Events: hormonal changes, abnormal bleeding (vaginal, menorrhagia) , anxiety, depression, migraines, headaches, salpingitis, adenomyosis, anemia, nausea, dysmenorrhea, dyspareunia, pelvic pain, perineal pain, eye twitching, fatigue, weight gain, hair loss, abdominal pain, device difficult to use were added. Concomitant and historical drugs were added. Concomitant conditions were added. Lab data were added. Reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.